Event description:
Reported via journal article. It was reported that device failure to seal, thrombus, pericardial effusion (pe), and device embolization occurred. A journal article reported various adverse events occurred from left atrial appendage (laa) closure procedures and post procedural complications. The article described complications from watchman closure device procedures. At unknown dates, patients experienced pe, thrombus, incomplete seal of the closure device and device embolization. Interventions in response to the event included additional medication required as well as an additional device. No other details were reported.

Manufacturer narrative:
B3: bsc aware date used for event date. Literature citation: rajiah, ps, (january, 2024). Imaging evaluation following transcatheter left atrial, appendage closure. Semin roentgenol. 59 (1): 121-134 doi 10.1053/j.ro.2023.11.003.